Manufacturer narrative:
Serial number: (B)(4), software version: n/a, color: grey, battery life remaining: n/a. The inpen did pair with commercial mobile app and able to obtain serial number. However, inpen did not show as active in the inpen app or transmitted delivered bolus. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen was cut open and the flex circuit contact and encoder contact pcba corroded. It was determined the pairing / no communication anomaly was caused by the ingress of fluids corroding the flex circuit contacts and encoder contact pcba.

Event description:
Information received by medtronic indicated that the insulin pen was not taking customers doses after which it was not connected. No harm requiring medical intervention was reported. Insulin pen was returned for analysis.